Event description:
Bedside nurse and respiratory therapist reported that during normal operation the ventilator rebooted, unprompted. The reporter stated that usually the breath indicator remains on when this occurs, but in this situation it did not stay on.======================manufacturer response for ventilator, (brand not provided) (per site reporter).======================the manufacturer replaced the main circuit board and the device was repaired and returned o service.